Manufacturer narrative:
(B)(4). Did the clip feed into the jaws sideways? ---no. Did more than one clip feed into the jaws? ---yes. Was the clip slow in feeding into the jaws? ---no. Which firing of the device did this event occur on? ---first firing. What vessel or structure was the device fired on at the time of the event? ---blood vessel. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? If so, when? ---no. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---yes, the device was fired out of the patient. The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon cycling the device, it was noted to be empty and locked out. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # k9047m, expiration date: 12/2017, manufacturing date: 01/2013.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip of batch # k9023p became not to be fed into the jaws properly after a few firings when the device was used on the blood vessel. The 2nd device (batch # k9047m) was fired properly during a few firings, but the jaws could not be opened after firing several times. After opening the jaws with hand, the device was used as-is, but the jaws could not be opened again when the device was used on the blood vessel. The jaws could be opened with hand and no bleeding was confirmed. Another 3rd device was used to complete the case. There were no adverse consequences to the patient.